Manufacturer narrative:
The customer indicated their qc has been recovering low; however, was within specifications. The specimen was collected in bd, lithium heparin tube with gel separators and centrifuged at 3,000 rpm for 10 minutes. The sample was pipetted into insert cups prior testing. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced mixer belt, mixer roller and cleaned soiled wash wheel. The fse performed a minor preventive maintenance (pm) to the instrument which was due. The fse conducted diagnostic testing and results passed within specifications. The fse verified instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 2.53 ng/ml was obtained. The result was not reported out of the lab. The pt's original sample was re-tested for accu tni and the repeated result was 0.00 ng/ml. In addition, the pt's original sample was tested for accu tni on a different instrument in the customer's lab and the result was 0.02 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.